Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Based on this investigation, the investigation conclusion code of adverse event related to patient condition was chosen as the allegation relates the symptom of urinary retention not being related to the device. The physician reported the issue was most likely related to ongoing radiation therapy and not a device issue.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) required a bladder biopsy secondary to radiation cystitis and was experiencing urinary retention. A catheter was to be placed, and the cuff was removed to avoid erosion. The prb and pump were left in place, and the cuff will be replaced at a later date. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) required a bladder biopsy secondary to radiation cystitis and was experiencing urinary retention. A catheter was to be placed, and the cuff was removed to avoid erosion. The prb and pump were left in place, and the cuff will be replaced at a later date. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Based on this investigation, the investigation conclusion code of adverse event related to patient condition was chosen as the allegation relates the symptom of urinary retention not being related to the device. The physician reported the issue was most likely related to ongoing radiation therapy and not a device issue.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) required a bladder biopsy secondary to radiation cystitis and was experiencing urinary retention. A catheter was to be placed, and the cuff was removed to avoid erosion. The prb and pump were left in place, and the cuff will be replaced at a later date. There were no further patient complications reported.